Event description:
It was reported that the insyte 24ga x 0.75in catheter needle was defective. The following information was provided by the initial reporter, translated from spanish to english: "when opening the catheter and making the previous verification (fix the lower cap and turn the needle), it is observed how the needle of the catheter is defective."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 24ga x 0.75in catheter needle was defective. The following information was provided by the initial reporter, translated from spanish to english: "when opening the catheter and making the previous verification (fix the lower cap and turn the needle), it is observed how the needle of the catheter is defective."